Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that surgeon did not want to swap the tube as the procedure was already extended and interrupted due to the interference and connectivity issues with the nim. Surgeon called another doctor in to assist and confirm the nerve by human identification. There was no patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the nim vital was very noisy. It was confirmed that nim was plugged into a dedicated wall port and not nearby any other equipment. No wires were crossing the power cable or any of the electrodes. Nim 4.0 disconnected and swapped to the nim 3.0 on site and the issue persisted. Suspect trivantage tube and no known patient impact associated with this event..

Manufacturer narrative:
H3: product analysis received one opened sample. Visually, the device was returned in a small zip lock bag. There were traces of contamination on the tube and the cuff (yellow/brown in color). There were two types of surgical tape wrapped around the tube (an orange tape wrapped near the clamp shell, and a clear tape near the adapter). Under the magnification there was a small hole and the scratch in the trace pad (for the blue with white stripe electrode). The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were inconsistent and jumping red (over 200ohms), red with white stripe (over 200ohms), blue (over 200ohms), and blue with white stripe (no reading). Additionally, a stylet was used to manipulate the shape of the tube and all the electrodes were still out of specification. Functionally, the device was connected to nim system (while tube was submerged in a saline solution) for electrode check and functional test. As soon as connected, the electrode check failed (orbicularis oculi ¿ blue electrode failed). As for the functional test, the vocalis 1 was too noisy (going over 3000 ¿v). The electrode check and functional test were repeated after the tube manipulation (tube was manipulated by being pulled out of a saline solution, reshaped, and placed back in a saline solution), and electrode check failed again and the noise on the vocalis 1 was reduced from over 3000 ¿v to over 50 ¿v. For further analysis, a syringe was used to inject 15cc of air into the cuff, and cuff inflated/deflated with no issues. In the returned condition, there was an out of specification condition that was related to the complaint. H6: fdm b21, fdr c21, fdc d16 and img g04134 codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.